Manufacturer narrative:
This incident involved a hydraulically operated surgical table that is electrically powered but that also has back-up batteries. The table was plugged into an electrical outlet at the time of the incident. After learning of the incident, steris dispatched a service technician to the facility. The technician reported that the batteries for the table's motor were swollen. He found no other electrical issues. The technician replaced two 12-volt batteries, the power supply assembly and kit, and battery charger. The table was then returned to the facility for further use. There was no injury to the patient, but some staff members were possible treated for nausea from battery fumes.

Event description:
The facility risk manager reports that the affected staff members have fully recovered with no residual injuries.

Event description:
Noted burning smell on table and hot to touch.